Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for unknown symptoms. It was reported that the patient¿s wires from both sides completely eroded through. The patient had been implanted about 10 years prior to this report. The stimloc on the left and plastic ring with silicone cap on the right were exposed. The entire system was removed. It was noted they would re-implant later. No further complications were reported.